Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during cardioversion, the user saw a spark coming from the anterior pad. There was some redness noted to the pad site, but no treatment was required. The customer was using non-philips defibrillator pads.